Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple temperature alarms and the device felt hot to the touch. The pump had not been exposed to direct sunlight or hot temperatures nor was the device charging at the time. The customer did not check blood glucose levels at the time of the event, but stated current levels are "stable". Customer will use insulin shot injections for therapy until the replacement pump is received.